Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: a review of the pump¿s total daily dose history showed that the pump was not used for deliveries on a daily basis. There was no information related to the complaint recorded. During investigation, the pump was exercised for 24 hours with no alarms or warnings occurring. The pump was found to be delivering within specifications. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the pump had an unspecified system failure and error messages. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.